Manufacturer narrative:
Additional narrative: none at this current time, depuy synthes will continue to monitor and trend. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the tip of the stepped reamer broke while in use. A small fragment of the drill was left in the femoral head. The surgeon feels the fragment is not a concern. Procedure was completed successfully with no delay. This report is for a 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).